Manufacturer narrative:
Block h6: medical device problem code a0401 captures the reportable event of fiber break. Block h10: product investigation results: the returned accumax 200 laser fiber was analyzed and a visual evaluation noted that the device was returned in one piece. A visual analysis noted that the fiber measured 314.4 cm from the end of the connector to the distal tip. The fiber body was fractured/kinked 73mm from the distal end. The exposed glass tip measured 2 mm and had normal degradation. A functional evaluation found that when connected to the laser console, the aim beam was visible at the fractured/kinked location. No other problems were found with the returned device. The reported event of fiber break was confirmed. Analysis of the returned device observed the fiber body was fractured. Additionally, the exposed glass tip had normal degradation. Based on all available information, it is likely that procedural handling of the device during set-up or use, including interaction with the working channel of the scope, contributed to the fiber body break. Therefore, the most probable cause assigned is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an accumax 200 laser fiber was used during a flexible coledocolithotripsy procedure to treat gallstones, performed on (B)(6) 2021. During the procedure, when the laser fiber reached the distal end of the scope working channel, the distal part of the laser fiber broke. The physician retrieved the broken piece of the laser fiber. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an accumax 200 laser fiber was used during a flexible coledoco lithotripsy procedure to treat gallstones, performed on (B)(6) 2021. During the procedure, when the laser fiber reached the distal end of the scope working channel, the distal part of the laser fiber broke. The physician retrieved the broken piece of the laser fiber. The procedure was completed with another accumax 200 laser fiber. There were no patient complications reported as a result of this event.